Manufacturer narrative:
Initial reporter physician/facility address and email was asked for via good faith effort; response indicated the information is unavailable per customer/account.

Event description:
It was reported that the error "outer balloon pressure is too high" occurred. Subsequently, the procedure was cancelled. During a cryoablation procedure to treat atrial fibrillation, a polarx catheter was selected for use. It was noted that the error "outer balloon pressure is too high" occurred. The gas cable was replaced three times without success. The physician was given the option of replacing the ballon in an attempt to resolve the issue but declined. As the error continued, the physician chose to cancel the procedure due to concern about compromising the patient's health with withdrawing and re-inserting the catheter. The patient was under general anesthesia at the time of cancellation. No patient complications occurred. This is being reported for cancellation of the procedure post sedation.